Event description:
It was reported that this patient received multiple inappropriate shocks and bursts of anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) system due to oversensing of noise on the right ventricular (rv) lead channel. The patient went to the emergency room (ER) where, during interrogation, it was found that the rv pacing impedance measured greater than 3000 ohms, which was high out of range. Technical services (ts) analyzed device episode data and noted that after the shocks it appeared that the patient was experiencing atrial fibrillation (af) but it was not induced by the device behavior. A few days later, the ICD was explanted and the rv lead was surgically abandoned then replaced with a new ICD and lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple inappropriate shocks and bursts of anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) system due to oversensing of noise on the right ventricular (rv) lead channel. The patient went to the emergency room (ER) where, during interrogation, it was found that the rv pacing impedance measured greater than 3000 ohms, which was high out of range. Technical services (ts) analyzed device episode data and noted that after the shocks it appeared that the patient was experiencing atrial fibrillation (af) but it was not induced by the device behavior. A few days later, the ICD was explanted and the rv lead was surgically abandoned then replaced with a new ICD and lead. No additional adverse patient effects were reported.